Event description:
Post implant stent placement for type I endoleak. It was reported that a pt implanted in 2001 was observed to have a type I endoleak at the left graft limb attachment. It was treated with a covered stent. The internal iliac artery was coiled.